Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial under sensing observed on electrograms during the patient's arrhythmia, and mode switching occurred. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.